Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop event site name exceeded character limitations: (B)(6) hospital of (B)(6).

Event description:
Related to (B)(4). The hospital reported that during an endoscopic vein harvesting procedure, they stated that there was ineffective vasoview hemopro 2 cautery for vein harvest. Branches and connective tissue would still bleed. The branch bleeding did not require additional transfusion. No intervention aside from troubleshooting the hemopro system. Unknown if pre-cautery test was performed. The device timed out after a few cuts. Another kit was opened to complete the procedure. The extension cable was replaced. Same issue. The adapter cable and power supply were changed. That did help. The power supply and adapter cable have been used since this procedure date without issue. The power supply setting was at 3. The procedure was successfully completed. No patient harm reported.